Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Final device analysis of the lead revealed the following: there were no anomalies. The lead was electrically ok.

Event description:
It was reported that when the lead was removed from the package and tubing, a bend was noted at the distal end of the lead about 2 cm above the contacts. It appeared to be a packaging issue. A different lead was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.